Manufacturer narrative:
4/3/1998-supplemental report #1 submitted to FDA. The reported condition was confirmed for the unstable safety lever. This condition was attributed to a dimensional discrepancy within the instrument. Quality assurance was unable to confirm for the reported condition stating the instrument jaws would not open. The anvil opened without difficulty when tested in co's laboratories.

Event description:
The product was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.